Event description:
It was reported that the coil broke at the detachment junction during the coil embolization procedure. The physician was able to push the protruding portion of the coil into the aneurysm with the pusher wire. There was no reported clinical consequence to the patient and no further information has been provided.